Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2023 , a platinium crt-d 1744 (s/n: (B)(6) was implanted to replace a previous one. The patient had a high left ventricular threshold. Using the app, we confirmed that with the same program settings, a crt-d manufactured by another company had a battery life of 2 years, and the platinium crt-d 1744 had a battery life of 4.3 years. I entered a program into the platinium crt-d 1744 using the app and confirmed that the expected longevity was displayed as 4.3 years. However, when interrogated with a programmer during the 1-week post-implant follow-up, the battery life has shown 2 years and 10 months. Physician asked to investigate why the expected longevity had decreased from 4 years and 3 months to 2 years and 10 months. Program contents: mode: vvir 85bpm, output: rv1.5v/0.35ms, lead resistance: 350o, lv: 5.5v/0.75ms, lead resistance: 350o, bivpacing100%, sensor on, no shock, with rms.

Event description:
On (B)(6) 2023, a platinum crt-d 1744 (s/n: (B)(6)) was implanted to replace a previous one. The patient had a high left ventricular threshold. Using the app, we confirmed that with the same program settings, a crt-d manufactured by another company had a battery life of 2 years, and the platinum crt-d 1744 had a battery life of 4.3 years. I entered a program into the platinum crt-d 1744 using the app and confirmed that the expected longevity was displayed as 4.3 years. However, when interrogated with a programmer during the 1-week post-implant follow-up, the battery life has shown 2 years and 10 months. Physician asked to investigate why the expected longevity had decreased from 4 years and 3 months to 2 years and 10 months. Program contents: mode: vvir 85bpm, output: rv1.5v/0.35ms, lead resistance: 350o, lv: 5.5v/0.75ms, lead resistance: 350o, bivpacing100%, sensor on, no shock, with rms.

Manufacturer narrative:
The conclusions are as follows: - according to the longevity calculator and taking into account the settings (mode: vvir 85bpm, output: rv1.5v/0.35ms, lead resistance: 350o, lv: 5.5v/0.75ms, lead resistance: 350o, bivpacing100%, sensor on, no shock, with rms), the theoretical longevity (until rrt) should be 3.84 years (3 years and 10 months). - even if shocks are deactivated, there are high voltage charges (at least reforming every 6 months) having an impact on the device¿s longevity. In addition, the rf activities have an impact on the device¿s activity as well. - there are some variations at the left ventricular (lv) associated to a high pacing energy (5.5v/0.75ms), the impact of lv lead impedance on the device¿s longevity is not negligible. - by taking into account those data, the real time calculated device longevities are between 2.9 and 3.4 years. - it should be noted that a recalculation is done at each parameters change. - based on the available information, no premature battery depletion is suspected on the subject device. For more details, please refer to the attached analysis report.